Manufacturer narrative:
It was reported that right hip revision surgery was performed due to femoral loosening. During the revision the bhr head was removed. The bhr cup remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Further review of the casting certificate of conformity for the bhr head was carried out in relation to the alleged breakage with no further findings. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient did well initially, but developed signs of loosening and pain. During the revision significant heterotopic ossification medially along the region of the lesser trochanter and psoas, a grossly loose femoral component, bone loss at the femoral neck and a broken stem at the base were noted. The cup was well fixed and was combined with a dual mobility component. Based on the provided information it cannot be concluded, but it¿s likely that the femoral component loosened and resulted in the fractured peg, the cause of the loosening may be due to the bone loss at the femoral neck but this cannot be confirmed. It was noted that use of a competitor¿s (biomet) dual mobility liner, (zimmer) femoral stem, (zimmer) modular neck and (biomet) femoral head devices were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers¿. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to femoral loosening. Cup was well fixed and was retained. There was significant heterotopic ossification noted medially along the region of the lesser trochanter and psoas. The femoral component was noted to be grossly loose. There was bone loss to the femoral neck.